Event description:
Customer reported a low blood glucose event. Paramedics were called to treat low blood glucose reading of 40 mg/dl. Paramedics treated customer with sugar gel. Customer was treated in the home; she was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.